Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support hemolysis was noted related to impella cp. The team removed the pump and placed extracorporeal membrane oxygenation, kept intra-aortic balloon pump in place.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned and insufficient clinical information was provided.